Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. Time clock advance properly. No frozen screen anomaly noted. The battery tube connector plugged in properly to electrical board during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on that the insulin pump had a frozen display. The customer¿s blood glucose level was unknown at the time of the incident. The customer noted the screen went frozen and changing the battery. Customer replaced the battery 4 or 5 times, but the device did not respond. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.